Event description:
Customer uses product to hold insulin infusion set, inserts infusion set then covers with iv3000. Dressing not adhering when wet, and infusion set dislodges and blood sugar increased.